Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16274548.

Event description:
It was reported that the spinal cord stimulation patient was experiencing inadequate stimulation and pain in his legs. As a result, the patient underwent a revision procedure of both leads. The explanted leads were discarded. The patient is doing well post-operatively.